Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed high sensitivity cardiac troponin I (tnih) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control recovery was within laboratory acceptance range. No issues were noted with other patient samples indicating that the dimension vista 500 system and the high sensitivity cardiac troponin-I (tnih) assay were performing acceptably. Repeat of the same sample on the alternate instrument yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed high sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista 500 system. The discordant falsely depressed result was not reported to the physician. The same sample was reprocessed on the same date on the same dimension vista system and on an alternate dimension vista system. A higher result, considered correct, was obtained on the alternate dimension vista system and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tnih result.